Event description:
Saint jude medical lv lead showed hi impedance and high threshold when programmed with ring electrode. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).